Event description:
A recent call from the patient's physician indicated that the patient's vns device has been programmed back on since the heart palpation report. The physician noted that the vns system's impedance value and battery life were ok. No other relevant information has been received to date.

Event description:
Report received that a patient presented with heart palpitations to his cardiologist. The cardiologist reportedly requested the vns be disabled to assess the relationship between the vns and palpitations. The generator was disabled and the patient was to return a week later to be evaluated. The physician's early assessment upon seeing the patient for the first time after the heart palpitations began was that the palpitations were "less likely due to vns". Attempts were made to follow-up with the physician to obtain his assessment after turning off the device, however, attempts were unsuccessful. A review of the programming history database did not contain data from around the time of the event. No further relevant information has been received to date.